Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened b button dome switch. The device was received with cracked display window corners, cracked reservoir tube lip, cracked belt clip slot and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call button error alarm. Customer's blood glucose level was 525 mg/dl. Customer treated themselves with manual injection. Customer advised the button error alarm did not occur right after the device was exposed to moisture. Customer advised a button was pressed for 3 minutes or longer and they were unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.